Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt, the delivery wires would not advance through the lead. The physician felt that there was something wrong with the lead. Therefore, that lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.